Manufacturer narrative:
This report is being supplemented to inform that the device was returned and evaluated. The legal manufacturer's investigation was included in the previous report and the results remain the same. The customer's complaint was confirmed by the repair center. The device evaluation found the main connector unit and printed circuit board were working intermittently. The device was repaired and returned to asset inventory.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that only the 180-series scopes no longer produce images due to a failure of the operational amplifier. There has since been a design change to the operational amplifier circuit to prevent reoccurrence.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the user could not get an image on the monitor for a loaner evis exera iii video system center using 180 series scopes. The customer reported that 190 series scopes display an image. The customer was able to get white text with the 180 series scopes but the scope image is not visible. The customer reported disconnecting the digital light source cable but still experienced the same issue. No patient involvement or impact to patient care was reported for this event.